Manufacturer narrative:
D10 concomitant product: dextile dxt1510ar 15x10cm right x1 (lot#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, post operatively on a robotic laparoscopic right inguinal hernia repair with mesh, a bulging was observed. Magnetic resonance imaging (MRI) was conducted, and no abnormalities were found. There was a possible allergic reaction to a product used during the surgery, and the patient was undergoing allergy testing.